Manufacturer narrative:
It was reported that this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The physician encountered difficulty placing the lead which was observed to dislodge upon initial placement. After several more attempts at positioning with helix extension and retraction, the physician was able to place the lead but increased pacing thresholds were then observed. The lead was extracted and a competitor lead used to complete the procedure. No adverse patient effects were reported.